Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 has been cut from the suture and was returned deformed and fractured. Image attached. A partial suture was returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An analysis of the customer provided image found a fast fix device and a suture thread being held. No anchor can be seen. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus suture procedure, the t-implant of a fast-fix 360 curved ndl delivery sys was not deployed successfully. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4).